Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with loss of capture (loc). A lead fracture was suspected. A procedure occurred where the lv lead was surgically abandoned and the crt-d was explanted. A new crt-d and lv lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the left ventricular (lv) lead was tested on a pacing system analyzer (psa) during the revision procedure and yielded the high out of range pacing impedance measurements.